Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration. Review of the images by aga's medical consultant resulted in the following findings: the cd showed fluoroscopic images of balloon sizing, device placement, device re-capture and re-deployment. No information as to the size of the defect, consistency of rims or appropriate size of the device can be deduced. According to aga's medical consultant, the following conclusions were drawn: no conclusive interpretation can be provided for this complication due to the limited amount of images provided.

Event description:
According to the initial information received, a 14mm amplatzer septal occluder (aso) was successfully implanted on (B)(6), 2011 according to a trans-esophageal echocardiogram. However, on (B)(6), 2011, it was found to have embolized. The patient was scheduled for surgery to have the device explanted.

Manufacturer narrative:
When analysis is complete, a supplemental report will be submitted.